Event description:
It was reported that a user of the ilet experienced elevated blood glucose, with a fingerstick value of 188 mg/dl and a continuous glucose reading near 195 mg/dl with a level trend, despite no reported changes in routine and no signs of infusion site leakage or scar tissue; the user was guided to disconnect and check for insulin drops and later reported a blood glucose of 100 mg/dl. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.